Manufacturer narrative:
Sixty-one (61) new. List #mc33122, 7" were returned for evaluation were returned for evaluation. As received no damage was observed. The 35 samples item #mc33122, 7" were taken based on the binomial stages sampling to represent the lot population, these samples were tested as per procedure and once time activated from the microclaves and no leaks or anomalies were observed. Complaints of leaks cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, a 7" (18 cm) appx 0.51 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer generated a leak during patient use. The report stated that this product was leaking. The sample is available for investigation. There was no patient harm reported.